Event description:
It was reported that patient had gone through withdrawal; reported symptoms included "nervousness, hot, cold, and crazy." Per the reporter it was due to programming error and the healthcare provider (hcp) had the patient come back for a refill/ reprogram and that resolved the issue. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: physician programmer: model/serial #: unk. Catheter: model 8703w, lot# l81765, implanted: (B)(6) 2000, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).